Event description:
It was reported that the patient experienced a dimpled pump with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional information: event.

Event description:
It was reported that the patient experienced a dimpled pump with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced inflation issues due to the pump not restoring shape after being pressed.

Event description:
It was reported that the patient experienced a dimpled pump with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced inflation issues due to the pump not restoring shape after being pressed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.